Event description:
The reporter contacted animas on (B)(6) 2012, stating the up and down arrow keypad buttons were sticking and intermittently unresponsive. The issue had allegedly been occurring for two months. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and cleans around the battery cap with a toothbrush. It was alleged that the pump was kept in a protective case. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling was observed. During testing, the up arrow and ok keypad buttons were found to be intermittently unresponsive; the down arrow and contrast keypad buttons responded appropriately and were functional. There was evidence of contamination found under all of the key contacts. Evaluation revealed that the up arrow key contact was misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.